Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 200 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer did not perform troubleshooting with tandem technical support. Reportedly, the customer resolved the issue prior to the call. The customer loaded a new cartridge and received an accurate fill estimate.